Event description:
It was reported by the caller, clinical account specialist, that post procedure when the physician was placing a closure device, the patient experienced pauses of no electrical activity and short runs of ventricular tachycardia. The caller stated that the patient remained in the lab for about 15 minutes while the arrythmia was monitored. The physician then implanted a temporary pacemaker. No other intervention was performed. The physician does not know what could have caused the arrythmia. The patient was taken to the intensive care unit. The caller did not provide any additional information at the time of the call. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).